Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, (serial: (B)(6)); product type: 0213-recharger g2: the country of the event is gb h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called in because, due to being ill and bedridden last week, she didn't manage to charge her ins. Because of that, her ins was probably at 0%. When trying to charge over the weekend she didn't manage to charge. It was explained to the patient how to start a passive recharging session, she would try it out and see if after a few minutes the regular charging session takes over. Additional information was received reporting that passive charging mode didn't seem to be working. The patient didn't see a 'low' number and the 'high' number was only at 50/51. The antenna was also getting very hot. A replacement recharger was sent to the patient. The patient was aware that she would have to go to her healthcare provider (hcp) for a charging session if the new recharger doesn't resolve that issue. The patient has been notified that they should call back if replacement of their product does not resolve the issue. No symptoms were reported.